Event description:
The customer contact reported "this pump has been burned." No tracking information was provided;therefore,specific patient information,pump programming,or event details were not available. Multiple unsuccessful attempts have been made to obtain additional information.